Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple inappropriate high voltage shocks. The device was delivering shocks in response to supraventricular tachycardia. The patient was stable. No further information is available.

Manufacturer narrative:
Correction: - the therapy was in response specifically to atrial fibrillation with rapid ventricular response, not supraventricular tachycardia.

Event description:
It was reported that the patient presented in the hospital after receiving multiple inappropriate high voltage shocks. The device was delivering shocks in response to atrial fibrillation with rapid ventricular response. The patient was stable. No further information is available.